Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned.

Event description:
The initial reporter states that they had an incented on the pump where the infusion finished an hour sooner than expected. Mmdg did follow up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. (B)(4).